Event description:
The customer reported the ventilator was alarming at startup due to a vent inop air valve liftoff failure. The device was not in use on a patient therefore there was no patient involvement or harm. The customers biomed technician found f2 fuse blown on the power supply and replaced the fuse to correct the reported problem.

Manufacturer narrative:
The customer did not request for MFR service.